Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the surgeon was cementing the femoral component he was unable to see the lines on the stem which relate to the depth on the broach. Due to dissatisfaction with stem seating the surgeon eventually used other configuration components and surgical time was extended approximately 45 minutes with no injuries to the patient.